Manufacturer narrative:
(B)(4) visual evaluation of the device found the handle cannula was bent and broken. Functional testing could not be performed due to the unit condition. The complaint was confirmed. Manipulation of the device when the strain relief is bent or kinked can cause the handle cannula to bend. Continuous actuation of the handle against bent strain relief will eventually cause the handle cannula to break; therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the descending colon during a polypectomy procedure performed on (B)(6) 2013. It was reported that during the procedure, when the physician asked the nurse to open the snare, the wire at the handle bent into a position that left the snare unusable. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: handle cannula broken.